Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for diabetic ketoacidosis, with blood glucose levels of 1450 mg/dl. Prior to the event, the customer stated that his insulin pump had alarmed no delivery, but also that he had cleared the alarm and not checked his infusion set. The customer also stated that following his release from the hospital, he found a bent cannula. Nothing further was reported.